Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the procedure was not related to the device or therapy, but there were symptoms reported. The symptoms reported were stim does not work. These symptoms were alleged to be related to the device or therapy. No symptoms reported. No further complication reported.